Event description:
Upon awaking in the morning, the pt used the suspect device to check blood glucose. The pt obtained a result of 150mg/dl and then injected insulin (10 units n and 8 units r). The pt began to feel ill so the pt retested about ten minutes later and obtained a result of 125mg/dl. The pt then passed out. The pt was taken to the hospital where the pt's blood glucose was measured at 50mg/dl with a hospital meter. The pt was given an IV to raise the pt's blood glucose. The suspect device was replaced with new product and authorized for return for the manufacturer for eval.